Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the unit was shredding skin and was hard to push through. No further information was provided. No adverse events were reported as a result of this malfunction.

Event description:
No additional information.

Manufacturer narrative:
This follow up report is being submitted to report additional information. UDI (B)(4). The customer returned a skin graft mesher device, serial number (B)(4) , for evaluation. The customer also returned a 1:1 ratio cutter, serial number (B)(4), a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4),, and a 4:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on (B)(6) 2019 revealed that the calibration was out of specifications and the device did not produce a passing sample mesh. The roller and comb were both damaged. The 1:1 ratio cutter, serial number (B)(4),1.5:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4),all produced a passing sample mesh. The 2:1 ratio cutter, serial number (B)(4), produce an incomplete sample mesh and was deemed non-repairable. While the returned product investigation confirmed that the skin graft mesher was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of finding noted during evaluation could have contributed to the reported event such as a damaged comb, roller, or cutter or the unit being out of calibration. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb and roller were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.